Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: bfxch2816165 stent graph, implanted (B)(6) 2008; ilxch1616115 stent graph, implanted (B)(6) 2008; ilxch161685 stent graph, implanted (B)(6) 2008; 5076-45 lead, implanted (B)(6) 2004; 694765 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for varying impedance, episodes of non-physiologic noise, and high short interval counts (sic) episodes. The rv lead remains in use. It was also reported that the left ventricular (lv) lead showed high impedance on the lv ring vector. The lv lead remains in use. No patient complications have been reported as a result of this event.